Event description:
Boston scientific received information that on the same day post a revision procedure, the patient with this right ventricular (rv) lead experienced a loss of captured and flat lined for a period of six seconds. Subsequently, the patient was hospitalized and the device was re-interrogated. Measurements revealed that stimulation pacing thresholds had increased and a rv lead dislodgment was suspected. A revision procedure was performed and attempts were made to reposition the rv lead and competitor left ventricular (lv) lead. The rv and lv competitor lead were unable to be placed with good measurements. The decision was made to replace the rv and competitor lv lead. A new rv and lv competitor lead were successfully implanted. The new leads were tested and had acceptable measurements. The patient was discharged from the hospital in good condition. No additional adverse patient effects were noted. The rv and lv competitor lead were explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.